Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of 200-300 mg/dl for 2 months and no longer trusts the infusion device. The infusion device will be evaluated for inaccurate delivery. No adverse event was reported.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.